Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 front panel was physically damaged. A field service engineer (fse) replaced the front panel then and tested the drawer functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user observed that a portion of the drawer had broken off, making it difficult for practitioners to open. The damage has also created sharp edges, posing a potential safety risk. However, there were no delays or adverse events or injuries reported based on this event.